Event description:
The customer reported that the key was broken in the key-switch. The key broke in the off position and kept the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch was repaired during the service call. The system was tested and found to be working as intended and put back into service.